Event description:
The physician was performing a pseudocyst drainage using a gi aspiration needle. A forward viewing endoscope was utilized; however, the distal tip kinked and access to the site could not be obtained. The endoscope and needle were removed from the pt and another needle was advanced into a side viewing endoscope. It was noted that the distal tip kinked and the needle broke leaving a portion in the pt. The detached needle portion was retrieved with rubber tip forceps. The procedure was abandoned and the pt will undergo a cholestectomy and at that time the pseudocyst will be drained. The pt is reported to be in stable condition and no further complication occurred.